Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 500 mg/dl. The customer stated that the rehab did not check her blood glucose in five days. She stated that her air conditioning did not work and she became over heated, and then her kidneys shut down. The customer stated she was going to see a health care professional on the upcoming tuesday.